Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information has been submitted (svn 000317371495 reported with a2 on sensor) which was not correct in the initial report as there is no reportable allegation (reported only change sensor alert) on sensor. The information has been provided in section h10 with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor. The customer reported blood glucose value of 38 mg/dl. The customer reported hypoglycemia treated with glucagon, manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-1884, mmt-7040a, mmt-441a, mmt-342, mmt-7040a. Customer reported low bgs. Customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-441a. No product return is required for mmt-342. No product return is required for mmt-7040a. Frn-mmt-342-rsvr, unomed set

Event description:
User treated with glucagon injection, not an insulin pen. And downgrading, the reportability code a2 to bz28.

Manufacturer narrative:
Additional review of the event and/or additional information received, shows that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.